Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin at home transmission. Upon review, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. Programming changes were completed on (B)(6) 2019 to resolve the oversensing. Patient condition was stable.